Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. The device was included in that field action. Based on incoming information and without the return of the device, it cannot be determined if the device acted as described in the field action. (B)(4).

Event description:
It was reported that the device experienced a power on reset (por) approximately a year and a half ago. The exact date of the por is unable to be obtained. The device was explanted and replaced. No patient complications have been reported as a result of this event.